Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. There was a small leak (< 1ml) from the probe on the analyzer. The leak was identified when the instrument was running the startup process. The startup passed, but a clear drop of fluid leaked from the manual aspiration probe. The customer tested the abnormal quality control sample (abn 1 control) in the manual mode and auto mode. The results were not within the acceptable range. A beckman coulter field service engineer was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of lab coat and gloves when the leak was identified. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the blood sampling valve (bsv) leaked between sections only during the secondary mode aspiration. The fse confirmed that the red blood cell (rbc) and hemoglobin (hgb) results were very different on secondary mode when the mode to mode procedure was performed. The fse noted that the rbc bath did not fill above the aperture during the count period, and the solenoids to the pancake valve (bsv actuator) measured low. As corrective action, he replaced the pancake valve. Additionally, he noted the bsv probe was bent and replaced the bsv assembly. The system performance was verified. (B)(4).